Manufacturer narrative:
(B)(4). The device is currently under investigation at our laboratory in (B)(4). A follow-up report will be provided when the inspection results are available.

Event description:
(B)(4).